Event description:
After a few biopsies were taken during a colonoscopy, the tech noticed that the red area on the handle had become dislodged, locking the device in a closed position. Tech attempted to reposition the red area into its proper location, however, was unsuccessful. Tech was unable to open the forceps again without using two hands. New forceps was opened.